Event description:
The cardiovascular surgeon was trying 7-0 prolene ethicon suture to the distal portion of the anastomosis on the heart when the suture broke. The pt was taken off bypass and the suture site began to unravel and caused leaking around the anastomosis site. The pt returned to bypass and a "redo" of the anastomosis was done when the suture broke again.